Manufacturer narrative:
This report submission was delayed as a result of an FDA electronic submission gateway (esg) communication error on 30 july 2025. Section d9 correction. Manufacturer's investigation conclusion: the reported event of the system controller non-operational buttons on the user interface (ui) membrane and self-test issues were confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was connected to a test power module and a self-test was initiated without issue. During the self-test, some of the leds did not illuminate. It was also noted that the navigation button was not operational. The system controller was disassembled to inspect the internal components. The observed and measured internal components were unremarkable. The ui membrane printed circuit board (pcb) was replaced with a known functional test ui membrane pcb. Functional testing for the system controller was performed and the device successfully operated in a mock circulatory loop for an extended period of time without any atypical alarms produced. The issue was isolated to the ui membrane printed circuit board (pcb) and the protective layer was removed. No fluid ingress was observed on the outer portion of the ui membrane pcb. All led resistances were measured and were unremarkable. Due to ui membrane and corresponding pcb assembly, no further troubleshooting could be performed. The downloaded log file contained approximately 9 days of relevant data (02jul2025 ¿ 11jul2025). The data in the log file did not indicate any issues with the system controller maintaining pump operation. The pump maintained a speed within the low speed limit without issue while the driveline was connected. Provided information indicated water came into contact with the controller, causing leds on the system controller to flash. After coming into contact with water buttons on the ui membrane would not operate. The root cause of the reported event was determined to be due to fluid ingress. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. D) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. The heartmate 3 patient handbook (rev. A) and the heartmate 3 instructions for use (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6)) with shop orders (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log files weren't available.

Event description:
It was reported that the patient stated while washing their hands water splashed up and got on the system controller. This caused the lights to flash but there was no audible alarms. The patient attempted to do a self test to check their numbers but the buttons were not working. The ventricular assist device (vad) coordinator performed a system controller exchange. It was requested that the system controller be investigated since there was no damage visible.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.